Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus larger than what was intended. Customer accidentally delivered a 22.5 unit bolus instead of a 2.5 unit bolus. Customer¿s blood glucose was 247 mg/dl. Reportedly, the customer discontinue using pump at time of incident to address the issue.